Event description:
It was reported that the surgeon completed an acl repair. The surgery site was closed up and the staff was preparing to transport the pt to the stretcher for recovery. The surgeon checked the graft and felt the graft drop. An x-ray was taken to verify that the g-lock (graft anchor) was not sitting on the outside of the bone but rather had pulled into the tunnel. It appeared on though the surgeon had blown through the back cortex. The pt was given add'l anesthetic and prepared for a revision surgery to remove the g-lock and secure the graft. The initial femoral hole was filled with a bioabsorbable screw and a new tunnel was drilled through the bone. The surgery was completed with a metal screw.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.